Manufacturer narrative:
The user facility was not able to provide the specific model and serial number of the bronchoscope used during the procedure. As part of our investigation into this report, an endoscopy support specialist (ess) was dispatched to the facility to assess their reprocessing practices. The ess did not find any reprocessing deviations during the visit. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that following a bronchoscopy procedure, a patient had developed an infection. No further information has been provided. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.